Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the display has streaks across the front. The system is still functional and there was no pt consequence.